Manufacturer narrative:
(B)(4)

Event description:
It was reported that the patient presented to the emergency room after experiencing syncope on (B)(6) 2016, as he entered the emergency room he had another syncopal episode falling and hitting his head, heart rate was at 45 beats per minute with no pacing support observed. The patient was stable at the time of the call in to tech service. The device was explanted and replaced on (B)(6) 2016.